Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's device alarmed no delivery. Customer filled another cartridge and tubing, still alarming no delivery. Customer stated the insulin did not exit tubing. Customer did not have another infusion set for testing. Customer tried to do a manually push with the original infusion set and tubing, when he was touching the plunger he accidentally pulled the o-rings out from the base and lost the insulin. Customer assembled a brand new infusion set and reservoir. The customer changed out the infusion set and reservoir, issue was resolved. Advised the customer to change the entire set and return device. The customer's blood glucose was 187mg/dl.